Manufacturer narrative:
The device was inspected at the facility by an olympus field service engineer (fse) and the customer reported problem was confirmed. The board set (ru684500) was defective and was replaced. The investigation is ongoing and supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that the evis exera iii video system center did not display a picture the issue was found during an unspecified procedure. There were no reports of patient or user harm associated with this event. Additional information has been requested from the user facility however a response has not yet been received. Should additional information be received, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.